Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in with error on 8110 unit serial # (B)(4). Case resolution: tech is get error code 240.4150 on syringe unit, which has to do with bottle-side sensor on unit, the voltage is too high on unit sensor then sensor could be broken needs to be replace and can replace both be safe but up to them, tech thank me for my assist.